Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had button error. The customer states the buttons because unresponsive. The customer stats they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 200 mg/dl. The customer sates insulin was squirting out. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.